Event description:
Patient was in the process of retrieving her mail from mailbox mounted on the outside of her house. As she arrived at the front door, she turned her walker away from herself to the left and opened the front door half way. One side of the walker folded inward causing her to lose her balance. She attempted to catch herself with the moving door and the walker fell between her feet. She attempted to brace herself and broke her wrist upon impact.